Event description:
Staff working in the assembly area of the sterile processing dept noticed the black painted letters inside the engraved "stryker" logo on a 30-degree arthroscope were chipping away. The onsite vendor rep was made aware and the scope was removed from service as this was concerning for the possibility of contamination or potential to peel or chip away during use in a surgical case. The chipped lettering was also identified in other sizes of arthroscopes and laparoscopes used by this facility (separate reports will be submitted for each model number); these scopes were also removed from service. Stryker has been made aware of the issue; unofficial response from stryker is that this issue normal wear and tear. Ref mw5087935, mw5087936, mw5087938, mw5087939, mw5087940. FDA safety report ID# (B)(4).